Event description:
On (B) (6) 2010, the pt reported an e4 (occlusion) error and a8 (bolus canceled) alarm were displayed while attempting to bolus. The pt's blood glucose elevated to 400 mg/dl. Her normal blood glucose range is 150-200 mg/dl. The pt was advised to disconnect from the infusion site and she primed without error. She was advised to change the infusion site and she bolused without error. Upon follow up on (B) (6) 2010, the pt reported there was blood in the infusion tubing and e4 was displayed. She was using a 8mm cannula and she was advised this may be too long. She was sent infusion sets. Further attempts to follow up with the pt was unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.